Manufacturer narrative:
Recall - 1627487-12192011-003-r, 1627487-07262012-002-r. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (described as pain) located at the ipg site. Surgical intervention may occur later to address the issue.

Event description:
Follow up indicated that the ipg was explanted and replaced, and the issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.